Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system was returned for analysis. The stent was damaged at its distal end. A strut on the most distal row was raised off the balloon material. This type of damage is consistent with the stent meeting resistance during the advancement of the device into the patient. A microscopic examination found that the tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 31-jul-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 16 x 2.25mm target lesion containing a bend of >=90 degrees was located in the severely tortuous and severely calcified right coronary artery (rca). A 2.25x16mm promus element stent was advanced but failed to cross the target lesion. The device was removed and the procedure was completed with another of the same device. The patient's status was stable. However, returned device analysis revealed distal stent damage.